Manufacturer narrative:
E1 initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A 6.00mm / 2.0cm / 90cm peripheral cutting balloon was selected for use in an endovascular treatment. During the fifth inflation at 8 atmospheres for approximately 8 to 10 seconds. The device was removed using normal method without issue and the procedure was completed with another of the same device. There were no patient complications as a result of this event.